Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system failed flow rate test "on fluke ida" overlay percentage of +7.8%. There were no reported adverse effects.

Event description:
It was additionally reported that there was no patient involvement.